Event description:
Midway through a greenlight laser procedure in the operating room, the surgeon stated the fiber for the laser had broken and said he needed a new one. The "broken" fiber was removed from the surgical field and saved, along with the plastic card and package that the fiber came in, labeling it with a patient sticker. The case was finished, and the surgeon asked for more information r.e. The broken fiber. He stated that the fiber had broken in the patient, and that the patient "would pee out" the piece remaining inside [the patient's bladder]. Dates of use: 2008. Diagnosis or reason for use: benign prostatic hyper-trophy.